Manufacturer narrative:
H3: the catheter was returned and no anomalies were found. The pump was returned and analysis had difficulty accessing the drug reservoir prior to decontamination. Destructive analysis identified residue in the drug flow path and residue in the bellows in the drug reservoir which resulted in the bellows becoming deformed. Continuation of d10: product ID neu_unknown_cath lot# serial# unknown implanted: explanted: product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving sufentanil (300 mcg/ml at 149 mcg/day), clonidine (150 mcg/ml at an unknown dose), and bupivacaine (40 mg/ml atan unknown dose) via an implanted pump. The patient¿s medical history was noted to be diabetic with a diabetic pump and history of post laminectomy syndrome. The indication for pump use was non-malignant pain. It was reported that the hcp had difficulty aspirating and injecting medication into the pump reservoir. The difficulty with the refills had occurred for approximately the last 6 months. When the difficulty initially occurred, he was instructed to inject saline into the pump reservoir and flush the reservoir and he did flush the pump reservoir with normal saline. During the refill on (B)(6) 2021, he was only able to inject 5 ml of fluid into the reservoir. He then decided to schedule the patient for a pump replacement, and the pump was replaced. It was not known if there were any environmental, external, or patient factors that may have led or contributed to the issue. The issue was noted to be resolved at the time of the report.